Event description:
While sensor medics' third party rental and repair agent was performing post-rental checkout on the model 3100a, the technician noted that the piston centering potentiometer caused the oscillating piston to move erratically. There was no pt involvement.